Event description:
Helios 3000 dental ceiling track mounted operating light manufactured by kavo dental technologies got separated from mounting pall falling and striking the doctor on the head. The equipment is very heavy it caused severe head and neck injury that required 2 surgeries and caused permanent damage. There are at least over 12 cases reported to FDA since 2008 by the same company with identical problem. I have been trying to make kavo to do something about it to prevent more injuries. I reported this event to FDA with no response... The last event happened (B)(6) 2018. This is very disturbing and should be dealt with before this equipment kills the child.